Manufacturer narrative:
Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation in the exhaust tubing of cylinder 1. A separation of this type could then allow the loss of fluid, making the device inoperable. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information this inflatable penile prosthesis was implanted on and revised due to a tubing fracture at the cylinder.

Event description:
According to the available information the device was explanted and replaced due to tubing fracture at the cylinder.